Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of prime/fill anomaly. The customer's blood glucose reading was unknown. The customer stated that they were stuck in the rewind/complete bolus delivery loop. The customer did not receive the second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.